Event description:
A cardiac patient was being brought out of the operating room and was placed on the ventilator. The therapist was adjusting settings on the device when the device shut down and then came back up. The biomed reported that the ventilator settings appeared to have changed when the device came back on. The user ventilated the patient with an alternate device and then transferred the patient to another device. No patient injury reported.